Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 for anemia. Octreotide patient's international normalised ratio (inr) was 2.6 and hemoglobin was 8.6 g/ml on admission to clinic after being transfused 1 unit of packed red blood cells (prbcs) at outside hospital. An upper push enteroscopy was performed on (B)(6) 2020. The enteroscopy showed la grade esophagitis, but no bleeding from it. The proximal ileum revealed a non bleeding arteriovenous malformation (avm) which was cauterized. After the procedure, hemoglobin and inr were stable and the patient was discharged home. Actions performed included an upper push enteroscopy and blood transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event